Event description:
The pt stated that she could "feel a wire hitting a muscle in my back." She also noted that she had not turned the implantable neurostimulator on since she had "chemo." The pt was encouraged to contact her healthcare professional (hcp). The hcp reported that open circuits were seen during reprogramming. There was a possible lead fracture. A revision was recommended, but the pt was still considering. The pt symptoms were reported to be new pain, a shocking sensation, and no stimulation on the affected side. The pt outcome was reported as "no injury."

Manufacturer narrative:
(B) (4).